Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the distal end of the glass fiber exhibits signs of minimal usage; the fiber is broken within the fiber blue outer sheath, and detached at 3.75 inches from distal tip; the length of second piece including the connector is 11 feet and 9.25 inches; black discoloration was noted at near break location within blue jacket; the fiber exhibits signs of melting at the locations of fracture; the fiber was tested with hene laser fixture, aim beam is visible at the break. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
The surgical fiber was returned with no information regarding the reason for return or failure mode. There was no injury to the patient reported. No further information provided.